Event description:
It was reported that the insulin pump alarmed motor error. The customer's blood glucose reading was 166 mg/dl. Troubleshooting was performed, and the insulin pump failed the displacement test. The customer was advised to revert to a backup plan to treat his diabetes. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.